Event description:
It was reported that the patient is deceased. The patient was a participant in the (B)(4) study, and in reviewing the manufacturer's database, the patient died approximately fourteen months post the implant of a cardiac resynchronization therapy w/defibrillator (crt-d) system. The cause of death was end stage heart failure and infective endocarditis. The source of the endocarditis was requested and will not be received. The "center" alleges the event is "related" to the right ventricular lead. Other findings were fever, sepsis, acute respiratory failure, normal electrocardiogram, "poor function" [of the heart] per echocardiogram, blood work revealed the conditions of hypercapnia, hypoxemia and leukocytosis.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.